Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the microintroducer was catching on the skin was inconclusive due to the sample condition. Two 4.5 fr x 7cm microintroducers were returned for investigation. The introducers appeared to be unused. One introducer was received within the cover over the sheath and distal end of the dilator. A microscopic examination of the returned samples revealed nothing remarkable. The usable sheath length, the usable dilator length, the ID of the sheath tip, and the od of the dilator were within specification. No damage was observed on the returned samples. Since the returned samples appeared to be unused and within specification, the complaint was inconclusive. The instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported "there is more of an edge on the gray part of the dilator causing it to catch the skin when advancing and once you get past the skin it seems as though it is catching the tissue then."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "there is more of an edge on the gray part of the dilator causing it to catch the skin when advancing and once you get past the skin it seems as though it is catching the tissue then."